Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that patient underwent a thoracic posterior fusion due to thoracic metastatic tumor at th4/th9. During surgery, after final tightening, the surgical nurse tried to remove screw heads contained in the driver using an obturator t27. At first, she tried to remove them inserting a slippery part of the obturator t27 from the break-off driver handle side, so sales rep pointed out that it was opposite to the nurse and she removed them following surgical technique. Set screws and a metal bar of the small window under the handle of the break-off driver were removed and it was found that the driver was broken. It is estimated that the obturator t27 was inserted from the break-off driver handle side incorrectly at first to remove the set screws which applied load to the bar. Post-op, driver handle side of the screw tab came off during removing sheared off set screw. One of stopper portion to hold broken tabs in the driver broke. The product came in contact with the patient. The product broke. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of a shear lip on the interior side of the tab. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.